Event description:
Medtronic received information via literature regarding outcomes of evolutpro and evolutr transcatheter aortic valve (tav) implantations. All data were collected retrospectively from a single center between january 2017 and november 2017. The study population included 116 patients (predominantly female, mean age 85 (pro) and 80 (r) years. Among all patients, 60 patients were implanted with an evolutpro tav and 56 were implanted with a evolutr tav. Unique device identifier numbers were not provided. Among all patients, adverse events included: stroke, major vascular complications, life threatening/major bleeding, left bundle branch block (lbbb), permanent pacemaker implant, trace to moderate paravalvular leak (pvl) and increased gradient measurements. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: rao g, sheth s, donnelly j, scatola a, tariq u, laighold s, grines c, rutkin b. Early real-world experience with corevalve evolut pro and r systems for transcatheter aortic valve replacement. J interv cardiol. 2019 oct 1;2019:1906814. Doi: 10.1155/2019/1906814. Earliest date of publish used for date of event. Medtronic products referenced: evolutr and evolutpro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.